Event description:
Dr. Was performing a shoulder scope and went to place a scorpion needle from arthrex. The scrub noticed after reloading the needle that the tip was broken off. Tip was removed from pt and defective needle was thrown off the field. Dr. Opened a new needle and proceeded with procedure. There was no harm to the pt.